Manufacturer narrative:
The barrier was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. A device history records (DHR) review could not be conducted since the lot number was not provided. There was no report of product malfunction. Based on the information provided, a root cause could not be determined. Hollister will continue to monitor this reported issue. Only the di of the UDI information is available since lot number information not provided.

Event description:
It was reported that an end user who had been using the hollister new image ceraplus barrier developed a wound above the stoma under the barrier and the area now needs to be packed. It was further reported that the wound had been there for 5 weeks, and she went to a nurse practitioner at the wound and ostomy clinic. Additionally, it was reported that they prescribed and ordered the wound packing supplies and that the wound is being tended to by a home health nurse. Hollister is sending out a different ostomy product for her to trial.